Manufacturer narrative:
D4: model and catalog number corrected. E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, the account will not provide any further information. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a routine heart transplant on (B)(6) 2023. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right heart failure with symptoms of peripheral edema. The event and the device were thought to be probably related ad the event was considered to have occurred because it was set higher than optimum revolution rate. The patient was admitted from (B)(6) 2021. During the admission, a cardiac catheter procedure was performed.